Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.00 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for longer lens due to low vault. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation-lens was returned in liquid, in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).